Event description:
The customer reported that the knife was dull. Another device was used to complete the procedure. Pictures of the device showed that a piece of the knife had broken off. It is unknown if this did or did not fall into the pt cavity.

Manufacturer narrative:
Date of initial report: 08/28/2009. The incident device has been received, and is under eval. When the device eval is complete, a follow-up report will be submitted.